Manufacturer narrative:
The nurse reported that they are not getting any sound from the central nurse's station (cns) at all. No patient harm was reported. Nihon kohden technician had the biomedical engineer (bme) shut down the cns and power it back on, after the hard reboot, the unit is now sounding. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that they are not getting any sound from the central nurse's station (cns) at all. No patient harm was reported. Nihon kohden technician contacted the biomedical engineer and had them shut down the cns and power it back on, after the hard reboot, the unit is now sounding.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was giving no audible sounds. Nihon kohden technical support (nk ts) had the biomedical engineer (bme) reboot the cns, which resolved the issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was able to resolve the issue through troubleshooting with nk ts. Issues identified during troubleshooting were incorrect display settings. After the settings were adjusted and the unit was rebooted, sound was restored on the unit. As such, it is likely that the sound issue was also related to incorrect display settings on the cns. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. On (B)(6) 2022, called customer who reported the issue and they were not able to provide the information requested on sections a2-a6, b6, b7 and d10. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) was giving no audible sounds. Nihon kohden technical support (nk ts) had the biomedical engineer (bme) reboot the cns, which resolved the issue. No patient harm was reported.